Event description:
According to the customer, following an outpatient "right paramedian l5-s1 interlaminar spinal steroid injection with fluoroscopy" on (B)(6) 2025, the patient presented to the ed on (B)(6) 2025 with "worsening back pain and s/s of cauda equina." The customer reported that a "CT of the lumbar spine showed suspicion of osteomyelitis/discitis of l3-l4." The customer said the patient underwent "l2-s1" spinal fusion surgery on (B)(6) 2025.

Manufacturer narrative:
According to the customer, following an outpatient "right paramedian l5-s1 interlaminar spinal steroid injection with fluoroscopy" on (B)(6) 2025, the patient presented to the ed on (B)(6) 2025 with "worsening back pain and s/s of cauda equina." The customer reported that a "CT of the lumbar spine showed suspicion of osteomyelitis/discitis of l3-l4." The customer said the patient underwent "l2-s1" spinal fusion surgery on (B)(6) 2025. No additional information is available at this time. It has been determined that the reported event caused or contributed to (serious injury/death). This is a reportable event. If additional information becomes available this report will be reopened and reevaluated.